Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 3/13/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a colectomy procedure, the surgeon reported that when he fired the stapler, he noted that unformed staples were left in the abdomen. He then tested the staple line with a standard air test and noted that a massive air leak was present. The surgeon was unable to completely over sew the incomplete staple line, resulting in him sending the patient from surgery and left the patient's rectum partially open. A planned colostomy was performed on the patient. The rectum was left partially open as the open area was so low that the surgeon was unable to reach to close with suture. Patient left surgery with an opening in the staple line in the rectum as a result of the malformed staples. Surgeon is hoping for the area to heal without the aid of suture or staples. Per the surgeon, as of (B)(6) 2017 the patient is doing well. There were no adverse consequences for the patient. One device was discarded.